Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 6 weeks post implant, the pt reported decrease in vision and z syndrome was noted in the left eye. Approximately 7 weeks post implant, the surgeon cut and explanted the lens optic, leaving the haptics in the capsular bag as they were fibrosed. A 3-piece lens was implanted in the ciliary sulcus. Before lens explant pt's bvdva was 20/30. After the lens exchange the bcdva was 20/50.